Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage to the instrument identified during central processing, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the instrument associated with this complaint and completed investigations. Failure analysis (fa) investigations replicated and confirmed the customer-reported complaint that there was physical damage identified on the monopolar cautery instrument. Fa found the primary failure of tube adapter thermal damage to be related to the customer reported complaint. The tube adapter at the distal end was found to be damaged. The tube adapter exhibited signs of thermal damage, with charring internally and externally at the tip. The thermal damage caused the adapter to crack and melt. No pieces were missing. No monopolar curved scissor (mcs) tip could be installed onto the adapter for in-house testing due to its damaged condition. A remote procedure instrument log review confirmed that the instrument was last used on system # (B)(4) on (B)(6) 2022. It had 14 uses remaining after the last usage. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: there was evidence of thermal damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, there was physical damage identified on the monopolar cautery instrument upon return from the operating room. There was no reported fragment. There was no reported injury. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.